Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a mechanical failure.

Manufacturer narrative:
Upon receipt of additional information, it was discovered that this event was previously reported under 1822565-2015-02562.